Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 5.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for dilation . However, during first inflation at 10 atmosphere the balloon ruptured. The procedure was completed successfully with a sterling 5mm/60mm (short-term loan). No patient complications were reported.